Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that an inaccurate fill estimate reading occurred. Customer's blood glucose (bg) level ranged between 268-400 mg/dl. Reportedly, the customer was hospitalized for diabetic ketoacidosis and received a fluid drip, potassium, and magnesium to address bg level. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.